Manufacturer narrative:
The reported event of no vibratory notifier was unconfirmed. Bench testing was performed with manual activation of the patient notifier, and the device showed normal function

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow up in clinic. It was noted that the patent's vibratory notifier did not activate during testing though the device was a few months to the elective replacement indicator (eri) with no date on a programmer. The patient denied feeling a vibratory alert. The device was explanted and replaced due to eri. The patient was stable.